Event description:
Subsequent to the initially filed reports it was stated that there was resistance during pushing [advancement] and the device reached the lesion. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficulty to advance could not be confirmed production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that upon review of the one still radiographic image provided a probable root cause could not be determined for the herculink elite stent dislodgement in the left renal artery. Angiographic imaging performed prior to the attempted stent placement was not provided; however, the image does confirm a malfunction of the abbott device. The dislodged, undeployed herculink elite stent is visualized in the renal artery but a probable cause cannot be identified with the media provided. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: investigation findings code 3221 was removed h6: investigation conclusions code 4315 was removed h11: additional manufacturer narrative: revised

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the renal artery. The 4.0x15 mm herculink elite stent delivery system (sds) was being used when the stent unloaded [dislodged] from the delivery system. A catcher was used to remove the stent from the anatomy and a new device was used to complete the procedure. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined; however, the reported treatment appears to be related to operational context of the procedure. Angiographic imaging performed prior to the attempted stent placement was not provided; however, the image does confirm a malfunction of the abbott device. The dislodged, undeployed herculink elite stent is visualized in the renal artery but a probable cause cannot be identified with the media provided. Upon review of the one still radiographic image provided a probable root cause could not be determined for the herculink elite stent dislodgement in the left renal artery. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.